Event description:
The pt reportedly has experienced a loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing revealed that the device is not functioning properly. Surgery to explant the pt's device has been scheduled.